Event description:
The customer stated that he tested his blood glucose and received readings of 220 and 330 mg/dl. He retested within 5 minutes and received a reading of 86 mg/dl. The differences between the readings falls in the "c" and "d" zone of the parkes error grid, making the differences clinically significant. The customer did not allege any adverse events. The customer stated that he returned the strips that gave the above results, but strips were never received.

Manufacturer narrative:
The customer had returned the strips prior to calling customer service. The strips were never received.